Manufacturer narrative:
Of the 69 allegations of a malfunction, 195 pumps were returned to animas and investigated. Of the investigated pumps, 13 were found to be malfunctioning due to an unidentified display failure. During investigation for unrelated complaints, there were 2 additional failures found. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 69</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a dim/fading/color spectrum issue. These reports were received from various sources. The patients associated with this allegation ranged from 8-89 years of age and between 36 and 270 pounds. Of the reported patients, 26 were male, 43 were female, and 0 were unknown.